Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was attempted, however the sheath trajectory was not favorable and it was exchanged for an anterior curve was. A 27mm watchman laa closure device & delivery system (wds) used and the closure device was deployed with one partial recapture and re-deployment. The closure device was subsequently fully recaptured due to position. Then, a 24 mm watchman laa closure device was deployed and after deployment the shoulder of the device came out of the appendage. At this time, contrast was injected and a perforation with pericardial effusion were noted. Protamine was administered and a pericardiocentesis was performed. Approximately, 2400 cc of blood was removed and 1 liter was given back to the patient. The device was removed and the patient was transferred to the recovery unit in stable condition with the drain in place. No further complications were reported and the effusion resolved. The patient was stable and discharged.